Event description:
Ace laparascopic shears malfunctioned during case. Shears would not rotate after activation. Opened new device. Case completed without harm to patient. Device was new.what was the original intended procedure?lh.device #1is this a laboratory device or laboratory test?no.